Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned lead found some kinks on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics indicated high impedance readings on all lead contacts. Reprogramming was unable to resolve the issue. As such, surgical intervention took place wherein the lead was explanted and replaced. Upon removal it was noted the lead was visibly fractured. Postoperatively, effective therapy was reportedly achieved.